Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e2 and e3 additional information added to fields: d9, h3 and h6 three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The device was returned to olympus for inspection and the customer's issue of the device clumping due to the presence of a foreign material, was confirmed. Based on the results of the investigation, it is likely the foreign material that remained in the device led to the malfunction. Olympus could not conclusively specify the cause of the foreign material remained in the device. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had something stuck in it, and when it was removed and cleaned, a small tear may have been made due to the device now clumping. The issue was found during procedure. There were no reports of patient harm.